Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient PICC line was leaking when rechecked during morning labs which led to blood-soaked linens and a dressing that was halfway off. After, it was found that the red line was leaking specifically. Chemotherapy drug (blina) was running in one of the other lines.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues along the catheter shaft. Two longitudinal splits were observed just distal of the molded joint on either side of the catheter opposite each other. Some compression damage observed distal of the molded joint to the 2 cm depth marker. A functional test of attempting to infuse water into each of the three lumens using a 12 ml syringe revealed the gray lumen to be patent to infusion while the red and white lumens appeared to leak at the split sites. A microscopic observation of each of the two splits showed sharply formed fracture edges and a granular fracture surface. One split appeared to have a slight curve along the split. This failure was determined to be caused by compression damage from a securement device or maintenance techniques. Observation of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.